Manufacturer narrative:
Product complaint #:(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2016 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2018 indicate the patient received a right total knee revision due to pain, stiffness, flexion contracture, extensive scar tissue and loosening. Upon entering the joint, the tibial component was identified at loose at the cement to implant interface. All implants with the exception of the patella were revised. No indication of product deficiency related to the femoral, insert or patella components. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.